Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customers experience was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿tech flushed tubing at 999. Then programmed pump for 10mcg/kilo/min of dobutamine. Pump would drip at correct rate, then would flow as on open drip every couple of seconds and not as programmed into the pump. Tubing removed, connected to second pump, worked fine. Error noted prior to reaching patient."

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿tech flushed tubing at 999. Then programmed pump for 10mcg/kilo/min of dobutamine. Pump would drip at correct rate, then would flow as on open drip every couple of seconds and not as programmed into the pump. Tubing removed, connected to second pump, worked fine. Error noted prior to reaching patient."